Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: e1, h6 (medical device - problem code) a getinge field service engineer (fse) evaluated the unit and found that the unit only starts up momentarily and then shuts off. The fse found faulty solenoid driver board which caused a surge in the power supply assembly causing damage to it. To fix the issue the fse replaced both components and performed full functional and safety tests to factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received the following parts associated with this complaint: power supply and solenoid driver circuit board. These parts were received with a reported failure of the unit not turning on. The fat performed a visual inspection and found the part to be in good condition. The fat installed power supply into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. No issue found after 30 minutes of testing. The fat installed solenoid driver circuit board into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. Unit would not turn on. Fat was able to confirm the reported issue of this part. These parts are obsolete and not able to be sent to the supplier for failure analysis. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
N/a.

Event description:
It was reported prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) monitor is not turning on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.